Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited an instance of low impedances. Additionally, the right atrial (ra) lead exhibited intermittent over and undersensing during episodes of atrial tachycardia (at)/atrial fibrillation (af) episodes. The leads remain in use. No patient complications have been reported as a result of this event.